Event description:
A peritoneal dialysis (pd) patient called in and stated that one of their cassettes was leaking from the catheter area where they put in the cassette and twist and push it in. The patient stated it was leaking for the second blue twist not the first one. The patient was asked if they had the lot number or expiration dates and they stated that they recycled the box and did not have any lot numbers or expiration dates. The patient stated that it was while they were draining and not while they were filling. They stated that it caused a huge puddle on their bed. The patient stated that they switched the cassette and it drained fine after they switched it out. Upon follow-up, the pdrn stated the fluid leak event occurred from the second stay safe patient connector pin during the drain phase of an unknown cycle of treatment. The cause of the leak was unknown. There was no fluid in or around the cycler and no allegation of device malfunction against the cycler. The pdrn stated the patient inspected the patient line and did not find any leaks or damage. The pdrn stated the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event and was able to re-setup with new supplies and completed treatment using the cycler on the night of the reported event. The pdrn confirmed the patient has continued treatment using the cycler and current catheter without further issue and without reoccurrence of the reported event. The pdrn stated the sample was discarded and was no longer available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.